Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fh cubie drawer and matrix drawer slide failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med station es - fh cubie drawer and matrix drawer slide had failures. The product support specialist informed the customer that the ball bearing brace in the matrix drawer became exposed over time, causing stiffness when the drawer was opened. If left unattended, the drawer may fail completely, with ball bearings potentially falling out or the ball bearing race bending and causing obstruction. This issue was likely due to a design flaw in the part. Temporary fixes include adjusting the rails or replacing parts, but these solutions were often short-lived. For a more permanent solution, the drawer rails should be redesigned to prevent the ball bearing brace from becoming exposed. Until then, careful adjustment of the rails by an engineer or replacement of the affected parts temporarily resolved the issue.